Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a cassette error. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3 and h6. Codes: updated. Device evaluation: the customer reported issue was confirmed through occlusion test. The cause of the reported issue was nonreactive downstream occlusion (dso) sensor. The issue was resolved by replacing the dso sensor. The device passed all functional and delivery tests the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.